Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a embolization of a gastroduodenal artery treatment procedure, the guide wire fractured. The target lesion was located in the gastroduodenal artery. The physician was using a direxion microcatheter with a 180 x 25cm fathom guidewire when it was noticed the distal tip of the fathom guidewire fractured. The physician was able to pull the catheter out with the wire inside the catheter and removed everything from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Updates and corrections: brand name: originally reported as fathom¿ -16 corrected to renegade¿ hi-flo¿ fathom¿ system. Common device name: originally reported as wire, guide, catheter corrected to catheter, continuous flush manufacturer name: originally reported as boston scientific - (B)(4) corrected to boston scientific - (B)(4). Upn: originally reported as m001509100 corrected to m001184560. Device evaluated by manufacturer: a fathom guide wire and shelf box were received for analysis. The batch number on the packaging was 16708721. A visual examination identified the micro-machined nitinol tubing and core wire were detached 8.5cm from the distal tip. Microscopic inspection revealed the fracture faces were jagged and consistent with ductile fracture. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a embolization of a gastroduodenal artery treatment procedure, the guide wire fractured. The target lesion was located in the gastroduodenal artery. The physician was using a direxion microcatheter with a 180 x 25cm fathom guidewire when it was noticed the distal tip of the fathom guidewire fractured. The physician was able to pull the catheter out with the wire inside the catheter and removed everything from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.